Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 350ml. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) it was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. No occlusion was observed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but error 106 (force sensor error) was displayed. The catheter was dissected, and it was determined that the root cause of the error message was an internal failure of the sensor. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed, and the root cause of the internal sensor damage could not be determined. The sensor failure is not related to the cardiac tamponade, the root cause of which remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.